Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl twist mp-1 3.75 mm 1 1.5 mm (2120) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Functional testing was performed for the returned product with its cover screw shows the cover screw unable to seat into its implant. Cover screw shows damaged threads. When functional testing with an in-house stock implant cover screw, it shows the in-house seats into returned implant. No malfunction to the returned implant and its internal threads. Malfunction to the returned cover screw. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental spline® twist¿ implants¿ 8962 rev 3 - 09/19 information identified: contraindications, warnings DHR review: DHR review was completed for the subject lot number (2019051463). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019051463) for similar event and no other complaint was identified. Review completed utilizing keywords: does not seat post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.

Event description:
It was reported that when the doctor tried to put the healing screw into the implant body, it stopped in the middle and did not go all the way in. The implant was removed and another implant was placed.